Event description:
The customer reported the system displayed a communication error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the system was plugged into a circuit with power flucatuations. Ge rep and customer placed the system on the customer's uninterruptible power supply and the system functions as intended.